Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2024, a geriatrician used a peripherally cannulated central venous catheter to perform a puncture on a patient. During the puncture, the anterior end of the puncture sheath was found to be prone to curling.